Event description:
Technologist claimed he said he saw a "flame" or a "brightness" and had a burning odor.

Manufacturer narrative:
Investigation results: an evaluation of the return sample confirms that the device needed repair due to normal "wear and tear" of the unit and not due to any defect from the MFR. Corrective action: bariflow cat. #800, serial #ga1668 was refurbished. The main switch, foot switch and motor was replaced to balance hammer.